Event description:
Customer was unresponsive and her boyfriend tested her blood with the contour next link. The readings were 84 and 66mg/dl. Three hours later, she arrived at the ER where she was tested with the hospital system and the reading was 177mg/dl. She did not receive treatment. Information was not provided as to whether or not she had eaten something before she arrived at the hospital. Subsequent blood tests in the hospital were 134 and 121mg/dl. Customer is using an insulin pump. The doctor told her he thought she was getting more insulin in her body because of the meter readings, and he ultimately lowered her dosage. The customer was home and doing fine at the time of the callback. The test strip information was not provided. Product was not replaced.